Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the deployment of a leadless implantable pulse generator (ipg), the device was attempted many times and at several sites in the myocardium. The physician was unable to obtain acceptable fixation or pacing thresholds, and they chose to remove the system and implant a transvenous ipg system instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.